Event description:
It was reported during the suture of the radial collateral ligament that the anchor broke off when it was screwed into the bone. The broken pieces were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1915ft, corkscrew®, batch 15078491, was received for investigation. Visual evaluation noted that the anchor was fractured, and the sutures and needles were returned for evaluation. Functional testing was not performed due to damage to the device. The method used to prepare the bone and the bone quality encountered during the procedure were not provided. Most likely cause: misuse related to improper bone preparation, misaligned insertion, or prying/leveraging the device during insertion. The complaint allegation is confirmed. Refer to attached images.